Event description:
It was reported that while checking the catheter functionality before using in the patient, found out that the puller wire broke. The catheter was changed and procedure started and finished without any patient consequence. On (B)(4) 2014, upon receiving the product in biosense webster lab, it was noticed that the char on proximal side of tip dome measuring more than 1 mm all the way around making this event reportable. Additional information regarding clarification on the event description was requested, but no response has been received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) it was reported that the puller wire broke. The returned device was visually inspected upon receipt and char was found on the tip dome. This was not observed and reported by the customer. Then per the reported event, a deflection test was performed and catheter passed. Due to the char found, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. In addition, an irrigation test was performed and catheter passed, no occlusion was found. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. The root cause of the char remains unknown.